Event description:
The pt received an er1 message. The reporter states, "I have her retest. I help her with it and I use different test strips the next time." She confirms adequate blood sample by referencing the confirmation dot and ensuring it is completely blue.